Manufacturer narrative:
Corrections in d9 and h3. Additional information in h6: investigation type, findings, and conclusions. A review of the DHR was conducted and found no indications of manufacturing issues. An inspection of the part shows the tip is twisted/deformed. Upon further inspection of the deformation, the findings are consistent with excessive torsional forces since the surface is deformed in a spiral formation. This event likely cannot be attributed to manufacturing or design related issues. The complaint is confirmed for polaris 5.5 plug driver for the failure of tip deformation. The failure could possibly be attributed to excessive forces being applied beyond intended use. This device is used for treatment. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent.

Event description:
It was reported that the tip of a polaris plug driver was discovered to be twisted before a surgical procedure. It was not used during the procedure and there was no patient impact.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that the tip of a polaris plug driver was discovered to be twisted before a surgical procedure. It was not used during the procedure and there was no patient impact.